Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event. There was conduction failure on the keypad contacts. No further deviations were found with this device. (B)(4).

Event description:
It was reported that the on/off buttons were defective on the external pulse generator (epg). The epg was returned to the manufacturer for repair. This event occurred prior to being used on a patient, therefore, there was no patient involvement.